Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice on sunday. She removed her old infusion set and noticed infection (pus) on the top of her leg, and went to the ER. The patient's blood glucose exceeded 400 mg/dl at the time of admission. The customer was treated with antibiotics. The high blood glucose was treated with a bolus. Troubleshooting for the high blood glucose and infection was declined. No products were returned or replaced.